Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: after load hol with clip into the access port but applier cannot lock the vessel. Doctor tried to lock many times but cannot clip then he brings applier out and change new one.

Event description:
Issue reported: after load hol with clip into the access port but applier cannot lock the vessel. Doctor tried to lock many times but cannot clip then he brings applier out and change new one.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found complete without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in june of 2019. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. Per lot information provided all 50 instruments from the alleged instruments lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.